Event description:
A malfunction was reported on the pump while the caller was attempting to deliver a meal bolus. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to report any further malfunctions.